Event description:
It was reported that a pt's vns system would be explanted. The site indicated the pt had been pulling at the generator site, and as a result, developed an infection in the area. The pt is being seen by an infectious disease md. Follow-up with the surgeon revealed that there are no plans to replace vns. Good faith attempts to obtain additional info have been unsuccessful to date.